Event description:
It was reported that the saw blade broke during surgery. It was further reported that pieces from the blade fell into the surgical wound. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. Lot no. Details were not provided. It was visually confirmed that one of the blade tabs had broken off at the mount. Based on this information and other more recent complaints reporting similar events, the root cause is determined to be multi-factorial.